Event description:
It was reported via clinic notes received that the patient had previously experienced a 50% decrease in seizure frequency attributed to vns therapy; however, his seizures are stronger. It was also noted that the magnet stimulation does not help in stopping seizures. The physician increased the patient's output current following this report. Attempts for further information have been unsuccessful to date.